Manufacturer narrative:
Concomitant medical product: unknown cool-ti - unknown cool-tip rf ablation generator, serial# unknown unknown cool-ti - unknown cool-tip rf ablation generator, serial# unknown, unknown cool ti - unknown cool tip elecrtrode, lot# unknown literature events: hironori ochi, atsushi hiraoka2, takaaki tanaka1, toshie mashiba1, hideko ohama2, fujimasa tada2, cao fang1, toyoki shimamoto1, michiko amano1, nobuaki azemoto1, masashi hirooka3, tomoyuki yokota1, yoichi hiasa clinical role of radiofrequency ablation forearly-stage hepatocellular carcinoma in an advanced aging society, hironori ochi, 2023-02-28, hepatologgy research hepatology research. 2023;53:641¿648. Wileyonlinelibrary.com/journal/hepr © 2023 japan society of hepatology doi: 10.1111/hepr.13896 received: 9 december 2022 - revised: 17 february 2023 - accepted: 28 february 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study was conducted between january 2006 and december 2020 to examine the prognosis of early-stage hepatocellular carcinoma patients after radiofrequency ablation. Monopolar radiofrequency ablation was performed using the cool- tip generator or a competitor device. There were 1079 patients included in this study, who were divided into four age groups. The following complications were reported in each group (according to supplemental table 1): group one: 70 years old) reported 7 complications including: hepatic infarction, hemothorax, bile leakage, portal vein thrombus. Group two (70-74 years old) reported 5 complications including: hepatic infarction, perforation of digestive tract, subcutaneous hematoma, skin burn, portal vein thrombus. Group three (75-79 years old) reported 3 complications including: intrahepatic hematoma, hepatic abscess, and subcutaneous hematoma. Group four (=80 years old) reported 7 complications including: hepatic infarction, hepatic abscess, subcutaneous hematoma, skin burn and intra-abdominal hemorrhage. There were no mention of interventions used to treat any of the adverse events reported. It was not specified which device was associated with the complications reported.